Event description:
The surgeon reported a hypopyon/intraocular infection/endophthalmitis at approximately four days postoperative. The lens remains implanted. The pt's prognosis was good at last report. According to the surgeon, pt's visual acuity at last report was 20/30. The cause of the hypopyon/intraocular infection/sterile endophthalmitis is unkown at this time. This MDR report is sent because the product was used in the surgery.